Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose and was involved in a car accident .customer was unsure if that was causing issues with the insulin pump. Customer's blood glucose was 393 mg/dl. Customer stated that she had flu and was not eating much and blood glucose was high. Customer treated and blood glucose was still high. Customer is blind and her caregiver had to do the troubleshooting. After the troubleshooting the insulin pump passed the high pressure test. Customer will do a set change. No further information provided.